Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, loss of capture was observed on the atrial lead. A lead repositioning was scheduled. During the repositioning procedure, the lead fell off the atrial wall. The physician believed something pulled the lead, causing the dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.